Event description:
It was reported that the dilator got bent in the great vein. Guide wire was bent and stuck, due to the broken dilator. Customer removed the guide wire and dilator separately. Another presep device was used. Follow up with customer indicated that the dilator had bent in the great vein. Another presep device was inserted and indwelled during the operation for esophageal cancer. The guide wire was bent together with the dilator, so both the dilator and guide wire were bent. Bent guide wire was stuck in the bent dilator. Customer tried to straightened out the dilator and guide wire by using other devices, but it was unsuccessful, but somehow customer could remove the guide wire first, then removed the dilator. Customer decided to remove them separately to avoid any damage on the vessel by removing bent dilator and guide wire together at once. Confirmed that there were no patient complications. The device will not be returned for evaluation; discarded at hospital.

Manufacturer narrative:
The device will not be returned for evaluation; discarded at hospital.